Manufacturer narrative:
(B)(4): eval results: (dislodgement). (Tortuous vessel with 70% occlusion). Conclusions: (tortuous vessel with 70% occlusion).

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion with 70% stenosis in a patients tortuous distal rca. It was reported that the stent dislodged during the procedure. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use, and there were no issues noted. Resistance was felt during advancement of the endeavor and it failed to cross the lesion. It was reported that the stent dislodged from the balloon after the system was removed from the guide catheter. The guide catheter was still in the rca and the stent was removed through it without any problems. The patient was reported to be in a critical condition due to history post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.